Event description:
It was reported that during a total knee surgery the device was loose, resulting in inaccurate value outputs during the tibial resection. No impact to the patient or clinically significant delays were reported with this event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, no further root cause was determined.

Event description:
It was reported that during a total knee surgery the device was loose, resulting in inaccurate value outputs during the tibial resection. No impact to the patient or clinically significant delays were reported with this event.